Event description:
The device was returned to the manufacturer with no information, was analyzed and tested out of specification. Additional information obtained indicated the patient is deceased. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed. Analysis revealed a high current drain condition due to current leakage in a ceramic capacitor. The initial reported event was received on (B)(6) 2013. Of note, the reportable malfunction and/or serious injury (out of specification finding) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2013. Information was subsequently received on (B)(6) 2013 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4). Concomitant products: 6947 implantable tachy lead implanted (B)(6) 2008; 5076 implantable pacing lead implanted (B)(6) 2008; 4194 implantable pacing lead implanted (B)(6) 2008.